Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during retinal surgery, an ophthalmic system stopped delivering air when it was switched to air mode, causing the eye to collapse. The surgeon injected gas to restore ocular tone and noted that the air compressor did not activate. The surgery was completed the same day without any harm.